Event description:
Actuator stem broke off during inhalation, after actuation, and was deposited in pt's mouth. Removed by pt with no untoward effects. Actuator stem broke off flush with canister housing. Appears that base of housing was cracked.